Event description:
On november 20, 2004, the patient contacted lifescan alleging that his surestep orinigal meter would not power on. The last test was performed in 2004. He described feeling high blood glucose symptoms of blurry vision and feeling sick. He did not attempt to test while experiencing symptoms. He visited his physician office to have his blood glucose level tested. The result obtained at the physician's office was not specified. No treatment was received. The customer care representative confirmed that the batteries were correctly installed, the batteries were replaced less than 1 year ago, and the battery contacts were in good condition. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.